Event description:
A pt experienced severe hypoglycemia, on at least 2 occasions, coincident to extraneal therapy (a labeled interferent for the test strips). Pt's blood glucose was reportedly tested, using the suspect device, with results of approx. 140 mg/dl. At the time the results were obtained, pt was exhibiting symptoms of hypoglycemia. The nursing staff quickly suspected that the elevated results were due to an interference with gdh-pqq strips and extraneal and reportedly switched to glucose-specific test strips. Additional details of pt's diagnosis and treatment were not provided. No consequences to pt were reported. The suspect product was not returned to the MFR for evaluation.